Event description:
A (B)(6) female patient called zoll customer suppport to report that she was receiving frequent electrode belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has completed. The reported problem (electrode belt alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.